Event description:
It was reported the patient experienced a burning sensation and stinging pain at the ipg which radiates down her leg. These sensations are intermittent and unrelated to stimulation being on or off. Follow up revealed the physician examined the patient and believes the ipg may be lying on a nerve. The patient has been referred to the surgeon for surgical intervention to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.